Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2017-10437. It was reported that catheter entrapment occurred. The target lesion was located in a very tortuous aorta and heavily calcified ostial left renal artery. After a 6f pv mach1 guide catheter was engaged and a 190cm/short taper/straight thruway guidewire crossed the lesion, pre-dilation was performed with a 4mm sterling balloon catheter. A 6.0mmx18mmx90cm express® sd renal/biliary stent was advanced and was deployed successfully. However, after stent deployment, the balloon could not be removed from the stent. The balloon did not retract into the guide catheter as the tip portion was still inflated. Several attempts to deflate the balloon but was unsuccessful. Nothing would pull out through the 6 fr sheath. A non-bsc wire was then inserted passed the guide catheter. The guide catheter, stent delivery catheter including the balloon, wire and sheath were removed all together. A new 7 fr sheath and an angiographic catheter were then placed and a cone of the vessel was performed. The vessel was opened and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a mach1 guide catheter with the related complaint (express balloon mounted stent catheter), a guidewire (.0135¿), a toughy, and an introducer sheath. The devices were bloody. The devices were returned as one system, one inside of one another, and were soaked in a warm water bath for 2 days. Devices were separated during lab analysis. The tip, shaft, and hub were microscopically, tactile and visually inspected. Inspection revealed tip damage (torn/flared) and shaft damage (flattened) for 1.5 cm directly behind tip. The proximal end of the guide catheter was pinned with a calibrated pin gage, and measured .071¿, meeting specification, the tip of the device could not be measured due to damage. Functional testing could not be done due to the condition of the returned device. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that there was no issue with the mach1 guide catheter, express sd stent and the thruway guidewire. The issue was with the balloon of the express sd stent. The balloon would not come out of the implanted stent due to heavy calcium in the vessel. The guidewire, guide catheter and the express sd catheter including the balloon were removed together.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was no issue with the mach1 guide catheter, express sd stent and the thruway guidewire. The issue was with the balloon of the express sd stent. The balloon would not come out of the implanted stent due to heavy calcium in the vessel. The guidewire, guide catheter and the express sd catheter including the balloon were removed together.